Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced cerebral infarction. Ventricular tachycardia (vt), ventricular fibrillation (vf), st segment elevation, and pericardial effusion. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation, a farawave catheter was used. Pulmonary vein isolation (pvi) and posterior wall isolation took place with the catheter. During the final stage of the posterior wall isolation an st segment elevation was observed on the electrocardiogram (ECG) after delivering a pulse near the bottom of the right inferior pulmonary vein (ripv). Vt (vf) developed after the st elevation. External defibrillation was performed which restored sinus rhythm. Administration of medication and coronary angiography (cag) followed the defibrillation. There appeared to be no significant occlusions or spasms noted in the coronary arteries. A pericardial effusion was discovered via echocardiography from the surface of the body. The ECG changes gradually returned to normal, and the st segment elevation stabilized. The procedure was completed, then the patient was taken for a computed tomography (CT) scan which revealed a cerebral infarction. After the procedure the physician expressed concern that tissue may have been scraped away within the heart or left atrial appendage when the orion mapping catheter was in use. The patient was admitted to the hospital, and the patient's current condition is unknown. The device is not expected to be returned for analysis due to disposal.